Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in pacing impedance measurements. Rv pacing impedance measurements are now high out of range. Technical services advised no noise was observed on any electrograms reviewed. A pending rv lead failure was suspected. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).